Event description:
A newly diagnosed with atrial fibrillation, placed on lovenox and then other anticoagulants, became acutely confused. Brought to another hospital and CT demonstrated intracranial hemorrhage. Transferred to this hospital. Craniotomy with ventricular drain placed in left lateral ventricle in 2007. Two weeks later, during removal of the drain, the drain fractured and partially remained in the cranium per CT. Ten days later, removal of the drain followed by insertion of a left frontal subdural peritoneal shunt took place.